Event description:
It was reported the pt experienced discomfort at the ipg pocket. It was also noted the patient's ipg was explanted and replaced. The pt reported effective stimulation coverage post operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.